Manufacturer narrative:
The unit had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a minor scratched display window, and a loose and protruded drive support disk. (B)(4).

Event description:
The customer called in to report several no delivery alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 596 mg/dl. The customer stated the drive support cap was crooked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.